Event description:
It was reported that high pacing lead impedance readings were observed. The competitor lead otherwise had normal electrical measurements and no noise was observed on the lead. The high impedance readings were intermittent, resulting in a patient notifier, but could not be reproduced in clinic. The patient will be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.